Manufacturer narrative:
It was initially reported that the device had generated a technical error code referring to a communication error between the monitoring and panel subsystems. This error code only indicates that there is a communication failure, but it will have no effect on ventilation. Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, several printed circuit boards (pcbs) were checked, but the issue was not resolved. To address the issue, the entire base unit was returned to factory for device troubleshooting and repair. During investigation and factory repair of the returned base unit, the reported communication error was confirmed. It became evident that the monitoring pcb was the cause of the communication failure, and it was therefore replaced. After replacement, the communication failure was resolved, but several other errors were also observed with the device. The device generated a technical error code referring to an air humidity sensor error, the battery not being recognized, and a failed pressure transducer test during the pre-use check. Further assessment revealed that the inspiratory channel pcb was the cause of the humidity sensor error, one of the pressure transducer pcbs was the cause of the failed pressure transducer test, and finally, the battery extension connector pcb was the cause of the battery issue. After replacing all the mentioned parts, the device passed all functional, safety, and calibration tests. Since a faulty pressure transducer pcb may lead to high pressure, the pcb was investigated more in depth. Upon visually inspecting the pressure transducer pcb, corrosion on several components was revealed, thus explaining the failed pressure transducer test. The pcb was not further investigated, as the ingress of corrosive substances and contamination can cause short circuits, potentially leading to ventilation malfunction. Our conclusion is that the device failed to meet its specifications and that the reported issue was confirmed. Further inspection and repair of the device revealed several different failures, which were most likely caused by a defective monitoring pcb, a defective inspiratory channel pcb, a defective battery extension connector board, and finally, a contaminated pressure transducer pcb.

Event description:
Manufacturer's ref: (B)(4).

Event description:
During the inspection of the ventilator it was discovered that pressure transducer test failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).